Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2006. It was reported the patient experienced a sudden loss of stimulation. An x-ray of the patient's scs system found the lead was intact with no fractures noted and was in the original implant location. A diagnostic test of the lead found one invalid contact on the lead. Attempts to reprogram the patient's device and recapture coverage were unsuccessful. The lead was explanted and replaced. It is unknown if the product will be returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.